Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed, the ac power indicator was out and the battery failed to charge. There was no report of pt involvement. The device was evaluated by the customer with help from the local philips response center who assisted the customer in determining and verifying the failure. The customer was sent a new one which resolved the failure. As of (B)(4) 2010, there have been no further issues reported from this customer site regarding this failure.

Event description:
The customer reported that the ac power module had failed, the ac power indicator was out and the battery failed to charge. There was no report of pt involvement.